Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead insulation damage was confirmed via review of stored electrograms submitted.

Event description:
It was reported that during a routine follow up several inappropriate vf episodes were noted due to noise. No inappropriate therapy was delivered. During explant procedure, it was found that the lead insulation was damaged with cables exposed. The lead was discarded and will not be returned for analysis.